Event description:
Healthcare professional reported, right side rupture. Discovered as "incidental finding". And confirmed via MRI. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture discovered as "incidental finding" and confirmed via MRI. The device has been explanted and replaced.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: ¿ rupture: observed rupture on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.